Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The exact event date was not reported but is estimated to have occurred sometime during the week of (B)(6) 2024. The cds reported the user was hospitalized after running out of supplies and reusing an infusion set for five days. The infusion set became dislodged, and the user was unsure how to proceed, as they had not called into support for emergency supplies. The user was using the convatec inset (23", 6mm) teflon infusion set. The user missed a follow-up appointment with their healthcare providers (hcp) who indicated that this was the user's first hospitalization since starting the ilet on (B)(6) 2024. Prior to using the ilet, the user had been in the emergency department (ed) for dka approximately every other week. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data does not show a period of prolonged hyperglycemia around the presumed event date. Available data shows the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. However, device data does show a period where the device was not in use for approximately 48 hours from (B)(6). No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without additional information from the user or a precise event date, it is not possible to determine the cause of this hyperglycemic event. However, it is likely that this event was caused by a failure to maintain the ilet to ensure continuous insulin delivery by not replacing the infusion set promptly and not wearing the device consistently.